Event description:
It was reported that "blood leakage was observed from the catheter during use. The location of the leakage is unknown." There were no patient complications reported.

Manufacturer narrative:
One pediasat catheter with unknown pressure tube attached to the proximal hub was returned for evaluation. No visible damage to any of the returned components was observed. Examination of the catheter found no kinks or indentations. The backform appeared to be in good condition. Leak testing was performed and leakage was observed between the distal extension tube and the backform when the lumen was pressurized. No leakage was observed from the proximal lumen. Visual examination was performed with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.